Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced a pericardial effusion/cardiac arrest that required chest compression, surgical intervention and extracorporeal membrane oxygenation (ECMO) . During radio frequency (rf) ablation for atrial fibrillation in the left atrium, anterior to the left inferior pulmonary vein, the patient's blood pressure "plummeted" until it was undetectable, and "no heartbeats" were detected. There was a small pericardial effusion noticed on intracardiac echo. Chest compressions were performed and after about fifteen minutes, the patient's chest was opened in the ep lab, the heart was shocked internally, ECMO was initiated in the ep lab in attempt to stabilize the patient. The last known patient status was unstable. It was reported that the patient had many underlying health issues pre-procedure, had "sick blood, had to be given a lot of heparin." It was believed that the complications resulted from these other medical conditions. The physician did not believe a perforation occurred during the ablation. Ngen¿ rf generator was in use in q-mode. Also reported, (prior to and unrelated to the adverse event above) the temperature feedback view on the carto 3 system was staticky in appearance. There was also an unknown error present on carto. To troubleshoot, they reseated the tx eco cable, reseated and exchanged the interface cable, exchanged the qdot catheter, all without resolution. The tx eco cable was exchanged to resolve the issue and continue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The temperature feedback view issue was assessed as non MDR reportable. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).